Manufacturer narrative:
The device is not available for evaluation. The lot number was not identified; therefore, a device history record review could not be performed. Attachment: benjamin ware starnes, md, et al; "totally percutaneous aortic aneurysm repair: experience and prudence", j vasc surg 2006; 43:270-6.

Event description:
Device malfunction: unknown. Time of device malfunction: during procedure. Symptoms/ae: myocardial infarction/death. The following events were noted through a periodic article review. A retrospective review of a prospectively collected database was performed. Forty nine patients underwent percutaneous closure (pre-close technique) or large-bore-sheath (<12f) access sites with off-label use of a suture-mediated closure device (prostar xl) between late 2002 and 2005. Percutaneous closure was unsuccessful requiring open femoral arterial repair. One patient experienced injury to the iliac artery that led to death from myocardial infarction. The complication occurred after closure of a 20f sheath site.